Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. The device won't fill the reservoir during the tank sanitation. Alarm 02 due to failed circulation pump. Replaced circulation pump. Passed all the testing and is now ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reported the arctic sun device pops alarm 02. During the functionality testing, there was no flow rate. Empty the reservoir and when refill, there was no suction. Per review of wo, the event (alarm 02) occurred during patient use; however, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reported the arctic sun device pops alarm 02. During the functionality testing, there was no flow rate. Empty the reservoir and when refill, there was no suction. Per review of wo, the event (alarm 02) occurred during patient use; however, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada.